Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary one sample was received for investigation by our quality team. Upon visual inspection of the sample received, the hair inside the syringe can be verified on the stopper. A device history record review found no non-conformances associated with this issue during production of this batch. The root cause was determined to have occurred during the manufacturing process due to exposure of operator/personnel not following the protective clothes rules. A project has been opened to investigate and reduce the occurrence of this defect and the appropriate personnel have been notified. Investigation conclusion: it has been received 1 sample for investigation. On visual inspection of the sample received, it can be observed a hair inside the syringe, on the stopper. DHR of lot 1707208 has been reviewed not finding any annotation or deviation regarding the alleged defect. Manufacturing area for 50ll syringes is a standard clean area iso9 which is under a positive pressure to push dust and particles out of the manufacturing area. Operators wear protective clothes (hair-coves, moustache-cover, coat, beard-cover, and shoes-cover) according to internal procedure. In addition, assembly line for ref. 300865 has a vacuum-blowing system for particles. This defect has been caused because operator does not follow the clothing rules according to procedure. Final products for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Equipment of manufacturing line is regularly cleaned according to procedure. Project is open to investigate and reduce the occurrence of this defect. The incident is reported to area manager. Defect: hair inside the syringe (foreign matter). It has been received 1 sample for investigation. On visual inspection of the sample received, it can be observed a hair inside the syringe, on the stopper. DHR of lot 1707208 has been reviewed not finding any annotation or deviation regarding the alleged defect. Manufacturing area for 50ll syringes is a standard clean area iso9 which is under a positive pressure to push dust and particles out of the manufacturing area. Operators wear protective clothes (hair-coves, moustache-cover, coat, beard-cover, and shoes-cover) according to internal procedure ((B)(4)). In addition, assembly line for ref.300865 has a vacuum-blowing system for particles. This defect has been caused because operator does not follow the clothing rules according to procedure (B)(4). Final products for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures ((B)(4)). Sub-process visual inspection functional inspection. Molding 2 injections per shift n/a. Printing (B)(4) samples per two hours, after any intervention in the equipment and once at the beginning of the shift once in the first pallet and once in last pallet of the lot assembly: (B)(4) samples per two hours, after any intervention in the equipment and once at the beginning of the shift once in the first pallet and once in last pallet of the lot: primary. Packaging: 1 advance-step (with product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Once in the first pallet and once in last pallet of the lot. Secondary packaging: 1 shelf-package per pallet n/a. Equipment of manufacturing line is regularly cleaned according to procedure (B)(4): once per shift or during any long stop of the manufacturing line. Always any kind of contamination or potential contamination is detected in areas in contact with the product. During mechanical maintenance of the line. Also critical points: during programmed stops of molding machines. Project# (B)(4) is open to investigate and reduce the occurrence of this defect. The incident is reported to area manager. Root cause description. Operators wear protective clothes (hair-coves, moustache-cover, coat, beard-cover, and shoes-cover) according to internal procedure (B)(4). This defect has been caused because operator does not follow the clothing rules according to procedure (B)(4).

Event description:
It was reported that before use of a bd plastipak¿ concentric luer lock syringe was found with foreign matter as a nurse in a southern surgery department wanted to draw with the 60 ml batch syringe she noticed the presence of a hair in the syringe. There was no report of injury or medical intervention reported.